Event description:
Information was received that after a smiths medical endotracheal tube was in use for 20 minutes, the air pressure in the cuff was noted to be wrong. This required reintubation. No patient injury occurred.

Event description:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes.

Manufacturer narrative:
Investigation results completed on a smiths medical intubation/portex endotracheal tubes . Product was returned to assess if cuff leaked. Visual inspection revealed no damage to tube. Testing was done to verify complaint and this could not be solidified, as' description of non-conformance" section an audit of the production floor was conducted by the quality engineer on 07/jan/2020 p/n 100/199/075 l/n 3908098. The only difference between p/n 100/199/075 and p/n 100/199/085 is the size, both follows the same process.functional testing: the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Results: no leak was detected in the returned sample. Therefore ,no fault found in product.